Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was a complaint of questionable ise sodium results for an unknown number of patients tested with a cobas 6000 c501 module. It is unknown if the questionable results were reported outside the laboratory. The following are examples of the type of results received for 3 patient samples: patient 1¿s initial result was 180 mmol/l; the repeat was 138 mmol/l. Patient 2¿s initial result was 170 mmol/l; the repeat was 142 mmol/l. Patient 3¿s initial result was 157 mmol/l; the repeat was 141 mmol/l. The lot number and expiration date of the na electrode used were requested, but not provided.

Manufacturer narrative:
The customer stated there was no issue with the calibration or qc. The customer changed the sample probe on (B)(6) 2022. The field service engineer (fse) visited on (B)(6) 2022 and changed the gear head pump, the valve for vacuum pressure gauge, and the vacuum diaphragms. The fse adjusted the gearhead and checked wash levels. The fse checked the tubing and found the waste tubing was split and had a large amount of debris and build-up. The fse replaced the tubing and ran qc and precision checks. Another fse visit replaced valves, electrodes, sipper tube, pinch tube, ise sample probe, and gear pump. The investigation is ongoing.